Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was not able to be inserted over the guidewire, despite the use of force. The physician exchanged the lv lead to resolve the event and no adverse patient effects were reported. The lv lead is not expected to be returned for analysis.

Manufacturer narrative:
The lead has not been returned; therefore, technical analysis cannot be conducted. Therefore, the reported field observation of insertion difficulty was not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead has not been returned; therefore, technical analysis cannot be conducted. Therefore, the reported field observation of insertion difficulty was not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was not able to be inserted over the guidewire, despite the use of force. The physician exchanged the lv lead to resolve the event and no adverse patient effects were reported. The lv lead is not expected to be returned for analysis.